Manufacturer narrative:
(B)(6). The lot was manufactured between march 12, 2019 and march 14, 2019. The actual device was not available; however, a photograph of one sample was provided for evaluation. Visual inspection of the photograph was performed and evidence of a leak inside the bag that contained the device was identified. The leak appeared to come from the blue winged luer cap. The reported condition was verified for one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining four devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five small volume folfusors were leaking at an unspecified location. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.